Manufacturer narrative:
Device evaluation: one device was received and evaluated for the complaint regarding the needle button released event. Device (B)(4) was inspected, and the needle mechanism functions were tested and verified to hove operated as intended. The complaint could not be confirmed for this device.

Event description:
A patient reported that the needle button of a v-go 20 accidently released prior to the completion of the 24-hour period. It was reported the device is available for return to the manufacturer for evaluation.